Event description:
When using endostitch for 2nd suture, suture loaded fine but when put through sleeve the endostitch dropped suture into pelvic region. The suture was able to be removed intact using grasper. Another endostitch was required to be used with a different suture. Dates of use: (B)(6) 2014. Diagnosis or reason for use: laparoscopic hysterectomy. Event abated after use stopped or dose reduced: yes.